Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the right ventricle seal plug. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a routine device replacement procedure was being performed. When the new cardiac resynchronization therapy defibrillator (crt-d) was connected to the chronic right ventricular (rv) lead, noise was oversensed which resulted in pacing inhibition. After troubleshooting, the noise was still present. A small hole in the seal plug of the rv port was observed. As a result, this crt-d was removed and replaced. After the new device was connected to the rv lead, no further noise was observed. No adverse patient effects were reported.